Event description:
On (B)(6) 2009, the patient reported he cannot get his insulin infusion device to turn on . He stated he did not receive any errors or alarms and he changed the battery which did not resolved the issue. To troubleshoot, the patient was instructed to insert a new battery. He did so but he issue continued. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the use. Product was replaced and requested to be returned for evaluation.